Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions) h11. A getinge field service engineer (fse) evaluated the unit and unit reported an autofill failure. The fse replaced the purge valve assembly. Function tests performed with positive outcome. Unit was returned to customer for clinical use. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne the failure analysis and testing department received the following part associated with this complaint: purge valve assy. This part was received with a reported unit failure message of autofill fails. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed purge valve assy. Into the cs300 test fixture and tested to the cs300 service manual. Performed autofill leak tests and failed, also the fat dept. Observed helium leak. The fat dept. Verified the failure message of autofill fails. Purge valve assy. Failed testing. Retaining purge valve assy. In the fat dept. Per procedure (B)(6).

Event description:
It was reported by the customer that cs300 intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.

Manufacturer narrative:
Due to character restriction, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.